Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (B)(6) 2008; 5068-52 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular lead threshold had risen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.